Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's drain volume was 2523 ml. Their programmed fill volume of 1500 ml. This meets iipv criteria. According to the nurse, she was not aware of the iipv event as the patient did not report any issues or symptoms of overfill to the nurse. According to the nurse there was no patient injury or medical intervention. The patient is on hemodialysis now for unrelated issues. Product surveillance contacted the patient on (B)(6) 2010, the patient was not aware that she drained an excessive amount, however, she was receiving low ultrafiltration numbers and at the end of therapy she would have a higher drain number. The patient did not recall any feelings overfill. The patient stated that she is on hemodialysis temporarily, however, she will resume peritoneal dialysis in a few weeks. There was no patient injury or medical intervention.